Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels that ranged between 540-541 mg/dl. Customer alleged that the pump did not deliver insulin as intended. Tandem technical support performed a system check and verified insulin delivered as intended. The cartridge and infusion sets were changed, and the customer administered manual injections to address high bg levels. Reportedly, the customer reverted to an alternate method of insulin therapy.